Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetes. Blood glucose was unknown. Insulin pump had prime anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided in case severity with the initial report was incorrect. The correct information has been included with this report.

Event description:
Case severity has been updated to serious injury because the customer visited to the hospital.